Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni ( however, used by urologists). Event description: [name] hospital. This is a complaint from the market. Report from the sales rep via email; the control handle was pushed forward toward the grip handle to push the pouch stored in the shaft, but the pouch did not come out smoothly and when the control handle was pushed a little harder than usual, the black nylon cord broke and the bag fell into the body cavity. This unit will be returned. Intervention: replaced with a new cd004. Patient status: no impact.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni (however, used by urologists). Event description: [name] hospital. This is a complaint from the market. Report from the sales rep via email; the control handle was pushed forward toward the grip handle to push the pouch stored in the shaft, but the pouch did not come out smoothly and when the control handle was pushed a little harder than usual, the black nylon cord broke and the bag fell into the body cavity. This unit will be return. Intervention: replaced with a new cd004. Patient status: no impact.